Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered three bursts of anti-tachycardia pacing (atp) as well as eight shocks, exhausting therapy for this episode. Technical services (ts) reviewed the episode data and noted that it appeared to be a result of atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the patient had low magnesium and potassium levels. Ts made reprogramming recommendations as well as recommending review of rate control medication. This device remains in service. No additional adverse patient effects were reported.